Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "septic revision total knee arthroplasty: treatment of metaphyseal bone defects using metaphyseal sleeves" by sebastian m. Klim et al published by the journal of arthroplasty was reviewed. The article purpose: to determine the implant survivorship and the clinical and radiological midterm outcome of metaphyseal sleeve fixation in septic rtka surgery. The article reports: the authors performed a clinical and radiographic examination of 56 patients with a history of prosthetic joint infection who underwent 2 stage rtka with the use of porous coated metaphyseal sleeves. Based on all measurements, the authors conclude metaphyseal sleeves show very promising midterm results regarding clinical scores, osseointegration, and aseptic loosening. Nine patients required re-revision surgery; all for infection. Cement was not used in all cases. Patella resurfacing was not mentioned within the article. The article does not specify which products the infections occur in and therefore both devices used within the study will be coded for. Subsequently, accurate ip quantities are unable to be obtained. Depuy products involved: lcs and s-rom. Complications: infection (9), surgical intervention (9), medical device implant removal (9).